Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. According to the reporter: upon setting on idrive handle, no problem in closing and opening the jaw. A surgeon found it impossible to fire at all. There was no reaction when pressing the green button and blue button to grasp the tissue. The sulu could be released normally by pressing the silver button, however, the blue status indicator lamp was lit up, which indicated that the sulu had already been fired. Later after removal of idrive handle from the patient, the same sulu was setting on it again. Then the same trouble conditions was duplicated and confirmed it could not fire. Later reloading another sulu on the same idrive handle as usual, found it could be used with no problem to complete the case. No patient harm. Operating time was extended less than 30 minutes. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding. Patient info gender: female, age: unknown, weight: unknown the customer did not report if reinforcement material was used. After procedure our sr confirmed there seemed to be a gap between the jaw on the side of anvil and one of two metal plates to fix the anvil on it. Note: no sample is available for investigations because of infection of in the patient.